Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs a device appears to be intact, labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Physician reporting very little seroma in the left breast. Device has been explanted.

Event description:
Physician reporting very little seroma in the left breast. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Physician reporting very little seroma in the left breast. Device has been explanted.